Event description:
Patient taken to cardiac cath lab after having two separate occurences of cardiac arrest. The diagnostic portion of the procedure was completed when patient had cardiac arrest for the third time. CPR was initiated. The fluoroscopy failed when physician attempted to continue with the final attempt at intervention.